Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The facility nurse reported venous pressure high alarms during a routine hemodialysis treatment. Treatment was terminated without performing rinseback due to possible clotting. Resulting in a blood loss of approximately 210cc. The facility staff attributed the clotting to inadequate heparinization. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The blood loss was attributed to inadequate heparinization. The cycler alarmed appropriately with high venous pressure alarms. The user's guide addresses the requirement for adequate anticoagulations to prevent clotting. A direct correlation between the nxstage system one and the reported blood loss cannot be established . Nxstage medical considers this report closed. No additional information will be provided.